Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) implant procedure. During the procedure, it was noted that two different lps were attempted to be implanted, however, both lps had insufficient fixation and inadequate electrical parameters. Both lps were observed to have stretched helices. The procedure was completed using a third lp on (B)(6) 2025. The patient was stable.